Event description:
Incident reported as: the device broke while in use on a patient. Parts were not consumed in body. No patient injury or intervention reported.

Manufacturer narrative:
Customer identified two lot numbers that they had and were uncertain which lot number was utilized on patient. Add'l lot number - 35079/24107. Device sample not available for eval. Investigation results not available at time of this report.